Manufacturer narrative:
A steris service technician arrived on site to investigate the reported event and was informed by the customer that they reattached the panel to the unit prior to his arrival. The technician inspected the unit and found the panel to properly attached. No repairs were required, and the unit was returned to service. No additional issues have been reported.

Event description:
The user facility reported that the top panel of their 54" evolution sterilizer fell off and contacted an employee's head. No medical treatment was not sought or administered.